Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was stable at approximately 450 ohms through (B)(6) 2016. It then varies and increases to over 3000 ohms by (B)(6) 2016.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted early, approximately one month after implant. Warnings were also observed for high right ventricular (rv) and right atrial (ra) lead impedance. The patient had been undergoing daily radiation treatment in their abdominal area the few weeks prior. The ipg will need to be replaced as the battery had depleted. The leads remain in use. No patient complications have been reported as a result of this event.